Event description:
Healthcare provider reports: protime instrument alleged not working correctly. Pt therapeutic range: 2.0 - 3.0 inr. Reported protime results 2.7, reference lab inr 3.7.

Manufacturer narrative:
(B)(4). MFR requested product and is awaiting product return for evaluation.